Event description:
It was reported that the patient presented in the hospital for reasons unrelated to this complaint. During interrogation, the device was found to be in reset mode and had reached hardware elective replacement indicator. The device was suspected to be in the end-of-life indicator for unknown reasons. No patient symptoms were reported. No further information is available.